Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6)2014 patient experienced a hardwarefailure. Dexcom technical support advised patient's to restart device on (B)(6) 2014.